Event description:
I had lasik surgery to correct one eye for farsightedness. Within 30 minutes of having the procedure my eye began to burn. My husband applied the drops as directed but the pain only got worse. Over the next two hours the pain was so intense I had him call the doctor's office. He was forced to leave a message with a nurse. I tried to lay down and sleep but the pain was too severe. He called the doctor's office 3 more times but no one ever called back. The pain finally subsided after 8 hours. The next day at the doctor's office I was told things looked good but my vision was still as blurring as before. They said, it would take time to heal. I went for my follow-up appointments and the same thing, still blurring and no improvement. They said it could take a year. I waited a year and still no improvement, so I went to an eye doctor and I still needed glasses, and there had not been any improvement. (B)(4). FDA safety report ID# (B)(4).